Event description:
The customer reported on (B)(6) at 9:00 am she activated a new pod. At 12:42 pm she started to feel nauseated, so she checked her blood glucose. It was reading 272 mg/dl. Later that day her bg reached 370 mg/dl and she decided to remove the pod. Upon further inspection she noticed the cannula looked a "little" bent than normally does. Her vision started to become a little blurry to the high bg she is experiencing.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.